Event description:
The manufacturer was initially contacted regarding a high respiratory rate alarm. The customer stated that there was a setting that wasn't changed during testing and when the setting was changed the unit worked properly. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an ¿internal battery failure¿ code was found in the ventilator¿s downloaded error log. The internal battery would require replacement. No repairs will be performed as the unit is not needed for inventory and will be scrapped.